Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on november 6, 2018, and found as follows; the tip end of the cutting knife was missing about 0.3 mm to the specification. As a measurement result of the outer diameter of the cutting knife, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; * always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. The user could not extend the cutting knife. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the tip end of the cutting knife was missing about 0.3 mm to the specification. This is the report regarding the missing of the cutting knife.